Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they are experiencing sensor anomalies. The customer¿s blood glucose level was 10 mmol/l at the time of the incident. Customer stated experiencing issues with two enlite sensor. First sensor had calibration error, weak signal and sensor glucose not available, removed the sensor and the electrode was missing. The second sensor was removed found the cannula was bent. Advised there is an issue with the insertion. The sensors will not be returned for analysis.